Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support via email on (B)(6) 2011 to report a failed sensor about 30 mins after starting session. Upon removing the sensor, he noticed that the wire was missing from the sensor pod. Pt did not see any wire protruding from the skin or visible at the insertion site. Pt believed the wire to be completely under his skin. Pt reported experiencing soreness at the site but no redness or swelling. Dexcom technical support made a f/u call the same day, and pt confirmed that no medical intervention was required and that he was fine with only a little soreness at the site.